Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, an open clamp on an unused supply line during therapy is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. If any additional relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 4 of 7. The home patient (hp) was connected at the time of the alarm. Troubleshooting revealed that there was an open clamp on the last fill line. The technical service representative (tsr) explained the alarm and reviewed proper procedures with a care giver (cg). The cg planned on starting therapy over using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.